Event description:
The device was returned along with the stent delivery system reported under MFR # 2939204-2009-00927. Inspection of the device found it was broken. There was no reported clinical consequence to the patient.

Event description:
The device was returned along with the stent delivery system reported under MFR # 2939204-2009-00927. Inspection of the device found it was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Visual inspection of the device revealed a break in the proximal section, and the device was found to be kinked 2, 21, 32 and 35cm from the separation site. Further analysis of the fracture site revealed the presence of elongated dimple ruptures due to bending. Also, compression and tension zones were observed. No material anomalies were identified. It is likely that friction encountered during the use of the stent delivery system, due to the tortuous anatomy, may also have limited the performance of the guidewire. Therefore, a root cause of operational context has been assigned to this investigation.

Manufacturer narrative:
(B) (4)